Event description:
It was reported that the downstream occlusion seal is 'out of order'. The event occurred during equipment preventive maintenance, no patient involvement. The device evaluation found the downstream occlusion seal to be damaged.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion (dso) seal. The visual inspection was able to verify the reported problem. It was determined that the dso seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.